Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat# 18-3600; delta c-taper head 36mm +0; lot# 56817301. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned to the manufacturer.

Event description:
It was reported that the patient's left hip was revised due to psoas pain. A c-taper head and x3 insert were revised to a biolox delta taper femoral head and adm/mdm liner construct. There are no allegations against the implant and rep confirmed that the explants are not available for return and no further information will be released by the hospital or surgeon.